Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 35 mg/dl. Customer stated that the they were using small reservoir then they tried large reservoir and it said tubing was blocked. Customer was treated with food. Customer declined troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.